Event description:
During an initial knee surgery on (B)(6) 2015, the surgeon had trouble fixing the tibial augment on to the tibial plate. It was reported that the holes for the screws were too deep. This caused the tibial augment- tibial interface to have a gap of 3-4 mm. The augment was cemented to the plate. This caused a delay of 40 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.